Manufacturer narrative:
Additional model information: the following device was used in conjunction with the cns: transmitter: model: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that this central nurse's station (cns) discharged a patient without any staff input. When they attempted to re-admit the patient, they noticed the patient information had been deleted. No harm or injury was reported.